Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 1 patient from an accu-chek inform ii meter, serial number unknown. The results from the meter were 396 mg/dl, 349 mg/dl, and 250 mg/dl. The specific time and order of the results were not known. All the results were obtained within two minutes of one another. There was no allegation of an adverse event. Acceptable control results were obtained within 24 hours of the questionable results. The test strips have been requested for return. The investigation is currently ongoing.